Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the thermal event at this time . Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after charging the patients, personal diabetes manager (pdm) while charging gets hot to the touch and has a burning smell. No messages or alarms were present and the patient did not seek any medical assistance.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. Correction to d(4): sequence number changed from unavailable to 010301-09828. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/15/2021.